Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 600 mg/dl. Customer had treated their blood glucose with an insulin pen. It was also found the customer was feeling dizzy due to their high blood glucose. Customer also stated their blood glucose was over 500 mg/dl during a doctor visit. The customer stated they had attempted to treat their blood glucose with a bolus delivery, but their blood glucose did not decline. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer did not remove their needle guard after removing their infusion set. Advised the customer of the proper insertion techniques for their infusion set. No additional information provided.